Event description:
A user facility reported a scratch was noted on the intraocular lens. It is not known whether pt impact/injury is associated with this event. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional info was requested by mail on 03/05/2007.